Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed that after approximately 2.5 years of service, this pump met voltage trip point for eri (2.79v). By the time analysis received the pump, a power reset had occurred along with multiple low battery resets. Static current drain testing of the hybrid was found to be failing 2270 ua. Additionally, a shorted m1 feedthru was also found during analysis measuring 30 ohms. The hybrid was to be further tested to determine the root cause of the high current drain. In conclusion, the pump motor had a feedthru anomaly with shorting across the insulator and a general anomaly with the hybrid. A supplemental report will be filed should additional information be received. (B)(4).

Manufacturer narrative:
Further analysis did not confirm the reported high current drain failure. X-ray analysis identified solder extrusions between solder bumps of the xa0 and xa1 signals on the l334 ic (u1). However, due to the limited resolution of the x-ray, no distinct electrical short was identified. An electrical short between xa0 and xa1 was simulated on a system breadboard. The result of the simulation was high current drain similar to the reported finding. The analysis results were consistent with reported failure being caused by the shorting of adjacent solder bumps, xa0 and xa1, on the l334 ic. In conclusion, the further analysis revealed a pump hybrid solder bridging anomaly. (B)(4).

Manufacturer narrative:
Please note that on the initial report for this event the "inspection" box was inadvertently checked. The inspection box should not have been checked as it did not apply to this event.

Event description:
The patient was now doing well and receiving effective therapy. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that after the patient¿s last refill on (B)(6) 2014, the patient reported the non-critical alarm. The interrogation of the pump revealed the activation of an early elective replacement indicator (eri) and premature battery depletion was alleged. The patient did not have exposure to a magnetic resonance imaging (MRI) scan in the last period. It was unknown if any diagnostic testing or troubleshooting occurred. It was reported as ¿unknown or n/a¿ if the issue was resolved or if the case of the issue was determined. No action reportedly was required at this time. It was reported as ¿na¿ as to when the pump would be explanted but that it would be returned. At the time of the report the patient's status was reported as alive-no injury and the patient experienced no symptoms. The event date was also reported as (B)(6) 2013, however, the pump logs confirmed that eri occurred on (B)(6) 2014. The device remained implanted and in-service and was delivering baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was now noted that the pump had been explanted. Current patient status was requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.